Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet could not complete the rewind process during a supply change, the piston did not advance in the chamber despite restarts and dry-run attempts, the device became unavailable for use, and a replacement device was sent; the user has been bolusing for meals only and using subcutaneous insulin via pen as backup. Symptoms included hyperglycemia with urinary frequency, sweating, blurred vision, and a reported glucose of 376 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an unexpected shutdown device problem associated with a seal component, with findings consistent with an insulation problem in the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.